Event description:
It was reported that an ilet user experienced dexcom g7 signal loss requiring troubleshooting support, and after guided review of alarm and calibration settings, the user was advised to remove and replace the current sensor; a replacement sensor will be provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of user-reported device behavior and remote troubleshooting to assess communication stability. Investigation of this case revealed a cgm signal loss event requiring sensor replacement, with no ilet device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a communication failure resolved with sensor replacement.